Event description:
A patient had 6 incidents of broken clamps on their transfer set after 1 month to 2 months usage. Per affiliate, this issue was noted during use and no further information was provided at the time of initial report.

Event description:
Baxter reported a pt had 2 incidents of broken clamps on her transfer set after 1 to 2 months usage.